Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The technician reported the airflow issue during periodic maintenance. The gas delivery system (gds), oxygen inlet filter, air inlet filter and cooling fan filter was replaced and returned. The data acquisition (da) pcba and oxygen solenoid valve was disassembled. Visual inspection of the gds, oxygen inlet filter, air inlet filter and cooling fan filter assembly revealed no evidence of damage or contamination. No other abnormality was confirmed. Airflow sensor drift caused unit to pass out of specified range. Replacement of the u1/u2 combination of gds, oxygen inlet filter, air inlet filter and cooling fan filter resulted in the unit passing all testing. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the airflow accuracy failed during periodic maintenance. The customer reported there was no patient involvement.